Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported that the ventilator shut down while in use on patient. The customer reported that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
The customer¿s biomedical engineer was unable to reproduce the original complaint. The device underwent a complete preventative maintenance with no faults found. Patient information was not provided due to confidentiality restrictions. It was confirmed that there was no patient harm due to the device failure.

Event description:
The customer reported that the ventilator shut down while in use on patient. The customer reported that the unit was in use on patient, but there was no patient harm.